Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that patient received inappropriate shock due to dislodgment. During lead replacement procedure physician noted infection. The lead was explanted and replaced.